Event description:
The patient reported experiencing elevated blood glucose due to inaccurate insulin delivery. On (B)(6) 2020 he began experiencing elevated blood glucose of 200-540 mg/dl, with symptoms of lethargy and nausea, that did not decrease despite bolusing through the pump and changing accessories. On (B)(6) 2020 the patient's blood glucose measured in the 400 mg/dl range at 12:00pm and he bolused 15 units of insulin through the pump. He went to a "ready med" clinic and his blood glucose measured over 300 mg/dl at 4:30pm. He was advised to go to the ER. His blood glucose measured 289 mg/dl at 5:30-6:00pm in the ER. In the ER he was treated with an IV of lactose ringers and 2 hours later his blood glucose was still in the 280 mg/dl range. He was then treated with 6 units of insulin via syringe. He remained in observation in the ER until 2:00am. His blood glucose measured in the 280 mg/dl range at the time.